Event description:
It was reported that sometime post-operative from an anterior cervical discectomy and fusion (acdf) procedure, the patient had a screw back out of the anterior cervical plate. A revision surgery was performed to remove the backed-out screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.